Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated mfrs report # 3005099803-02341 for a description of the other event. It was reported to boston scientific corp that three autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography stone removal procedure. According to the complainant, when the electric current was applied, the cut wire broke. The broken wire remained attached to the tome. The physician retrieved the device out of the pt. The same event occurred using the second device. The procedure was completed with a third autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.